Event description:
It was reported that the patient experienced lead migration. The patient reported that four days prior to report that "the lead loop was on top of her implantable neurostimulator (ins), where typically it should be behind the device." It was noted that this was "visible by the naked eye." The patient additionally reported that while charging her ins she typically would get "8 boxes, but has only got 2 since." The patient stated that she had "tried everything, including spacers" and that she continued to get 2 boxes. The patient noted that while charging two days prior to report that she "noticed irritation at the site of the device" and that it "appeared like it was almost blistered." Impedance testing revealed that the "all impedance values were within normal range." It was additionally noted that there were "no other malfunctions" and that the patient continued to receive "effective therapy." No interventions were planned as of this report. The patient was redirected to her health care provider. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_ptm_prog. Product type: programmer, patient. (B)(4).

Event description:
It was reported that there was ¿little skin covering it up¿. It was noted that ¿it¿s thin¿. It was reported that then it appeared to be ¿smooth¿ over the implant. It was reported that the stimulator was located above the patient¿s right breast.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-60 serial(B)(4) product type lead product ID 3777-60 serial(B)(4) product type lead product ID 3777-60 serial(B)(4) product type lead the serial number of the lead in the previous reports was not known. This information is not provided along with the serial number of the patient's second lead since it is unknown which lead had migrated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins that was originally implanted in their chest was surgically moved to the opposite side of the lumbar ins (the patient has 2 inss implanted) after flipping in the pocket resulting in the patient's inability to charge. It was noted that the patient has not had any problems with their second ins. No further complications were reported.